Manufacturer narrative:
The customer called technical support to report that the liquid crystal display (lcd) was very dim despite the brightness setting. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement internal parts (lcd assembly, nec lcd cable, ui pcba to lcd cable, ui pcba, lcd tray, and 2x3 socket hd screw) needed to upgrade the lcd and replacement ui assembly for repair. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was very dim. The touchscreen would change intensity, but it was still too dark; some of the touchscreen sectors were non-responsive. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was very dim. The touchscreen would change intensity, but it was still too dark; some of the touchscreen sectors were non-responsive. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement internal parts liquid crystal display (lcd) assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, screw and replacement ui assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was removed from service and replaced with another ventilator. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.